Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 117 mg/dl when testing was performed within 10 minutes. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.